Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy utilizing the liberty cycler with fmc cassette and the reported event of peritonitis. At this time, there is no evidence which supports the liberty select cycler malfunctioned or the fmc cassette leaked prior to the patient¿s hospitalization. Pd effluent culture results were considered ¿very abnormal¿ and no causative organism could be identified. In addition, the pd catheter was removed due to this event not resolving. Based on the available information, a cause of the peritonitis cannot be confirmed. No further adverse events have been reported in this file. Peritonitis is a known risk of pd treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they had supplies for pickup at home. The patient is doing in center hemodialysis since they were recently hospitalized for peritonitis and placed on hemodialysis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) was admitted to the hospital on (B)(6) 2019 and discharged on (B)(6) 2019. The patient was treated with ceftab (dose and duration not reported) via the pd catheter. The pdrn was unable to provide the exact causality for the event of peritonitis. The pdrn reported that the pd effluent culture results were ¿very abnormal¿ and that a specific organism could not be isolated. The pdrn reported that presenting symptoms for peritonitis were abdominal pain and a cloudy, pink effluent, but no fever. The pdrn reported that the infection would not clear, and a decision was made to pull the pd catheter. The patient then transitioned to unspecified IV antibiotics as treatment. The pdrn did not have access to a discharge summary since the patient¿s records are now held at the hd center. The pdrn did not have pd effluent culture results. The patient was transitioned to hd; the date of the first hd was thought to be (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown a search on system was performed of the lots delivered to the customer. However, no information was found of product liberty cassettes been delivered to customer. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this customer regarding to the product liberty cassettes. Since the complaint sample is not available for evaluation the reported event could not be confirmed. No DHR review was performed since the lot number is unknown and no information was found on the system from this customer related to the product liberty cassettes.